Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0gkjn, product type: lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect and experienced numbness down the left leg for the past 4-5 days. It was stated that the new implant was now not working. It was further stated that implant was not helping with ¿urinary.¿ the patient reportedly did not go anywhere; stayed by the toilet and went constantly. It was noted that the patient had seen the manufacturer representative 2-3 times. It was reported the next day that the patient could feel stimulation during implant and had originally saw symptom relief. Post operation, the patient felt stimulation in his penis and testicles at 0.5amps or less on all four electrodes. The patient then contacted the manufacturer and the healthcare provider (hcp) explaining that he was not getting symptoms relief and had numbness in the left leg. The patient reportedly had fallen twice since surgery and also had numbness in the right leg. The patient was unable to meet with the manufacturer representative for reprogramming at the hcp¿s office until (B)(6) 2014. The patient was to turn off stimulation until that time.

Event description:
Follow up information reported that the manufacturer's representative met with the patient on (B)(6) 2014. It was noted that the patient had admitted to "ball playing" twice because of neurological issues with the lower extremities. The patient has had 3 fusions in the lower lumbar discs. In addition, it was reported that the patient's implantable neurostimulator (ins) had been turned off since (B)(6). When the device was turned back on, the patient had all programs set at 6 to 6.7 amps. The pulse width was increased to 300 ("or 330") and lowered the "hertz" to 13. It was noted that all programs were set on an optimal setting of 0.35 to 0.85. Based on the assessment of the patient, they had increased the amps to an uncomfortable level to compensate for prior known neurological issues. It was reported that the patient could feel the stimulation in the pelvic floor area on all 4 programs at less than 0.85 amps. If additional information is received, a follow up report will be sent.